Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the reported issue happened when a patient was on the table, and the system was being used to do an angiogram on a patient who was suffering divine vertebral artery stenosis disease. During this time, the data monitor went black, impacting both the surgical process and its effectiveness. The ongoing procedure was completed using a backup monitor without delay. There was no harm reported to philips. A philips field service engineer (fse) went onsite and confirmed that the data monitor has no signal by testing the signal using another monitor. Outcome of the testing found the data monitor was defective. The fse replaced the monitor to solve the reported problem, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the display screen was blank. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.